Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were received by the manufacturer. Event problem and evaluation: on (B)(6) 2016, a medtronic representative went to the site to test the equipment. Attempts to re-home the imaging system were unsuccessful. The system would stop after re-homing the tilt function. The rotor was not moving; found rotor misaligned very slightly when viewing/ inserting pin in rotor alignment hole. Manual alignment of the rotor was performed using ratchet. Invalidate home (re-homing) was successful. Upon completion of system check-out, mechanical tests, imaging tests and safety inspection passed, system performed as intended.

Event description:
A medtronic representative reported that when connecting the imaging system to the navigation system, the imaging system stayed in standalone mode. An attempt to invalidate home was unsuccessful. The system went forward and back, and up and down, but did not rotate. It was noted that the movement appeared irregular. There was no patient present when this issue occurred.